Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold and opening. A microscopic analysis was performed which identify crease sharp broken on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: -a crease sharp broken on posterior due to a fold flaw opening. -non-penetrating nick. -missing piece of the shell assessed as to inconclusive. Additional/changed and/or corrected data :g2, h3, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade "iii/IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade "iii/IV." Device remains implanted.